Event description:
A (B)(6) y/o male pt taken to the cardiac catheterization lab for st wave elevated myocardial infarction. Pt was treated with the insertion of an impella external heart assist device system using an introducer in the right groin. The nurse walked away from the pt's bedside. The physician came to the bedside and found pt unresponsive. Pt was noted to be bleeding from the cook port implanted in the pt's right groin. The stopcock was found to be detached from the catheter. The pt exsanguinated and expired.